Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: 7034627.

Event description:
It was reported that the patients lead migrated and was causing non-target and inadequate stimulation. Reprogramming was done however it was unsuccessful. No device malfunction suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.